Event description:
Regulatory agency reported on behalf of healthcare professional, a rupture of a gel device on the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2; b.3;

Event description:
Regulatory agency reported on behalf of healthcare professional, a rupture of a gel device on the right side. The device has been explanted.

Manufacturer narrative:
Clarification to implant date (d.6a): 2011 year only received. Continued phone number (e.1): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.